Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis has confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detail trace confirmed the root cause is the non-sleep anomaly software error. However, the insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratched display window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported by customer's mother that the customer was hospitalized due to low blood glucose. The customer's blood glucose was between 50mg/dl-100mg/dl, it fluctuated strongly. The customer's parents refused to return broken pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Additional information was received which was not included with the initial report. The information has been provided with this report. The test reservoir volume matches the units remaining in the quick status screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed with a power error. Blood glucose level at the time of the incident was 95 mg/dl. During a follow up call, the customer reported that the same error occurred after the first round of troubleshooting. The insulin pump was not replaced or returned for analysis.